Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
The metal tip of the capio suture device dislodged into the pelvis during surgery requiring a laparotomy to find and remove. This resulted in performing an open procedure, increased length of procedure, and anesthesia time. The patient's condition was reported as unknown at this time.